Event description:
It was reported that the handpiece began overheating during a tooth extraction. The procedure was successfully completed with another device, and there was no pt or user injury reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with rotor rub and corrosion on the driveshaft and motor pins. The rotor and the driveshaft were each replaced. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.